Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that experienced an 810:11 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to resolve this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 810:11 on an unspecified multiple amount of dates. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.